Manufacturer narrative:
The device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that all tissue was not removed prior to inserting the marker device through the probe needle to access biopsy site and deploy the maker. As a result, some tissue may have been blocking the probe, causing resistance to the marker applicator. Some resistance is normal during removal of the marker. However, if excessive resistance is felt, instructions are provided within the IFU to remove the probe and marker device as one unit. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report. Device discarded by customer.

Event description:
The sales rep in (B)(6) reported that the clip applicator was shot and moved into axis 6. The applicator broke when trying to take it out and the distal metal tip stayed inside the patient.